Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to metallosis and dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update apr 27, 2017: legal medical records received. In addition to what was previously reported, pfs alleges squeaking in the hip, decreased desired activities, weakness and stiffness. After review of medical records for the MDR reportability, it was stated that the patient experienced left hip metal on metal pseudotumor secondary to alval lesion with instability. Revision op notes also stated the presence of a significant amount of granuloma and foreign body reaction material. It reported no trunnionosis, however there was minimal metal-on-metal reaction. It was also stated that the femoral stem appeared to be very stable with no signs of subsidence or loosening. There was calcification noted in a part of the rectus. The acetabular cup was noted to be slightly loose. This complaint was updated on may 5, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges abductor muscle repair and metal wear.